Event description:
It was reported that a 83-year-old male patient who had a left knee implanted, underwent a revision procedure, approximately 9 years 8 months post the initial procedure due to infection. They washed the site out and exchanged the poly. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they were disposed of by the hospital. No device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-012-43-4040 - logic tibia rbktray cem sz 4f/ 4t, (B)(6), 02-010-01-0240 - logic femoral ps cem left sz 4, (B)(6), 02-012-38-4009 - logic tibia ps rbk insrt sz 4 9mm, (B)(6), 200-02-35 - three peg patella 35mm. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event involved a device that is not marketed in the united states, nor has a similar marketed device in the united states. As a result, this complaint event is no longer considered reportable to the FDA and this report may be disregarded.